Manufacturer narrative:
No samples or photos were provided for this incident. DHR review; was conducted for this investigation. Lot 8080985; was built on afa line 8 on (B)(6) 2018 through (B)(6) 2018 and packaged on line 8 on (B)(6) 2018 through (B)(6) 2018 for the quantity of (B)(4). There was one non-related ip qn generated during the build of this lot. All required challenge, set-up and in process samples were performed per specification in accordance with the setup and in-process sampling plans. No units or photos were provided for observation and/or testing of this incident therefore the alleged defect was not identified or confirmed and a root cause was not established. Without the actual sample for evaluation and testing there was no physical/mechanical evidence to confirm or support manufacturing process related issues for the defect stated in the pir. The peura (end user risk analysis) rm5835 rev 14 version (l) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.

Event description:
It was reported that a "large amount" of blood was noticed in the safety compartment of the bd insyte autoguard while placing the catheter in a sharps container. Blood was also noticed to have leaked onto the floor, as well as on the clothing and bare skin above the employee's nitrile gloves. The employee was said to have washed the blood off before noticing "areas of redness" that hadn't been previously identified. It was reported that the employee visited the emergency department, where "alcohol was wiped onto ff/pm skin and noted to burn confirming this area of her skin was not intact thus making her more susceptible to an exposure".

Manufacturer narrative:
Other occupation: engineer / paramedic / medical supply coordinator. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a "large amount" of blood was noticed in the safety compartment of the bd insyte¿ autoguard¿ while placing the catheter in a sharps container. Blood was also noticed to have leaked onto the floor, as well as on the clothing and bare skin above the employee's nitrile gloves. The employee was said to have washed the blood off before noticing "areas of redness" that hadn't been previously identified. It was reported that the employee visited the emergency department, where "alcohol was wiped onto ff/pm skin and noted to burn confirming this area of her skin was not intact thus making her more susceptible to an exposure".